Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an isolated low voltage hazard alarm on their mobile power unit (mpu). The patient's log files were sent in for review. Technical services noted the low voltage hazard on (B)(6) 2021 while on the mpu. They stated that it appeared that the alarm was due to an intermittent connection between the system controller power leads and the patient cable leads as there was no line voltage noted in the log during the event. Additionally, technical services said that as this was a lone event, it was not necessary to replace the mpu.

Manufacturer narrative:
Section a: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 5 days ((B)(6)2021 per the timestamp). Atypical power cable disconnect alarms activated on (B)(6) 2021 at 21:47 due to an invalid rsoc fault on the power cables associated with the power cables being outside the expected voltage. The alarm coincided with low voltage hazard alarms and was not associated with a power source exchange. The alarm resolved shortly after activation and did affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section ¿alarms and troubleshooting¿ and heartmate iii patient handbook section ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information provided. The manufacturer is closing the file on this event.